Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. Visual inspection was performed and slight silicone grease on the valve set was observed. There was no abnormal/excessive amount for this product; silicone oil is a normal substance for the valve set as the valve body is dipped in a medical grade silicone solution during the assembly process. The reported condition was identified as silicone oil; however, the product met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) attn: pharmacy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had a slippery, clear substance coming off. This was noticed when setting up the total parenteral nutrition (tpn) compounder in the clean room of the pharmacy. There was no patient involvement. No additional information is available.